Event description:
While placing an intravertebral implant, it became lodged and needed to be moved. The physician attempted to move the implant with the blakesley pituitary rongeur. The upper jaw of the blakesley pituitary rongeur broke off in the wound and could not be retrieved. The broken piece was left in the pt per physician.